Event description:
It was reported to philips that the allura device would not produce x-rays. No patient harm was reported. A philips engineer visited site and replaced the generator power board. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that neither illumination nor the image was possible. Upon functional testing, the fse determined that the generator failed. As a part of repair activity, the fse replaced the power board of generator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.